Event description:
It was reported that the pt's hearing performance has declined since (B)(6) 2013. No trauma was reported. The pt was reimplanted on (B)(6) /2013.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.